Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the stylus was not accurately selecting from overlay.

Event description:
It was reported that the stylus was not accurately selecting icons, buttons, or fields. The stylus was replaced and recalibrated, but the problem remained. There was no patient involvement.